Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 22gax1.00in prn ec slm npvc leaked. The following information was provided by the initial reporter: leakage was found during the use of the product. The patient needed enhanced CT, but no abnormality was found after manually pushing two drugs. During high-pressure injection, it was found that the septum moved back, and the small lateral hole leaked out, resulting in leakage of fluid, and drug waste for the patient.

Event description:
It was reported that intima-ii y 22gax1.00in prn ec slm npvc leaked. The following information was provided by the initial reporter: leakage was found during the use of the product. The patient needed enhanced CT, but no abnormality was found after manually pushing two drugs. During high-pressure injection, it was found that the septum moved back, and the small lateral hole leaked out, resulting in leakage of fluid, and drug waste for the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 1/18/2021 h.6. Investigation: a device history review was conducted for lot number 0267263. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted by the facility. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. See h.10.